Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) it was confirmed the programmer booted up to the screen with medtronic logo and no further. Software errors found. Lower case handle found broken.

Event description:
It was reported the programmer would not boot. It was stuck on the black medtronic screen. The programmer was returned to the manufacturer, analyzed and tested out of specification. No known impact or consequence to patient.